Manufacturer narrative:
This device is included in the fsca 1627487/07/26/2012/001-c. Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer numbers: 1627487-2019-10834. The investigation for CAPA 118058 associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating.